Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.